Event description:
A surgeon reports a patient with contrast sensitivity issues following refractive surgery. This report is for the right eye, the left eye is being submitted under manufacturer report #1061857-2007-00257. Patient records provided indicate bcva for the right eye was 20/20 pre-op and 20/15 at 3.25 months post-op. Ucva for the right eye was 20/80 pre-op and 20/15-2 at 3.25 months post-op.

Manufacturer narrative:
The investigation, including root cause determination is in progress.